Event description:
It was reported that the buttons were not responding on the customer's insulin pump, which had been dropped. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was not known. He also stated a button error alarm occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.